Event description:
Nurse used product in a pt's wound and the pt complained that it "burned" when the product was applied. Then wound became red and inflamed over the next 2 days with increased drainage. This caused a physician to have to visit daily and the wound is not recovering well after this event.